Manufacturer narrative:
This malfunction may potentially impact staining performance. No erroneous staining result was reported by the customer in connection with this incident. No patient or user harm was indicated. A1-a6: patient information has not been provided by the user.

Event description:
The china customer reported hematoxylin staining is incomplete with some slides affected. The field service engineer (fse) replaced the aspiration and dispense check valve and the liquid sensor board for z-head which resolved this malfunction. The customer was able to complete staining with another instrument. The instrument is fully operational, within specification, and ready for use. Diagnostics were not altered. There was no direct or indirect patient harm or user harm reported.